Event description:
It was reported that the patient was experiencing loss of therapy due to high impedances and underwent a lead replacement procedure. The explanted lead was disposed and the patient was doing well post-operatively.